Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient faced diabetic ketoacidosis went to the emergency room (ER) and eventually got hospitalized on (B)(6) 2025. The blood glucose level was 530 mg/dl at the time of event and the patient changed infusion set and did correction bolus but did not receive insulin same occlusion reoccurs. The patient was tested with high ketones. The infusion set was in use for three days. The patient received intravenous and fluids of saline and insulin. The patient was released from the hospital on (B)(6) 2025 no further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The information in this complaint (B)(4) has been evaluated for the malfunction code no malfunction based on complaint information. The batch 5417707 in question was manufactured at the reynosa site. Complaint investigation: the reference samples cannot be tested because there was no specific malfunction to investigate. Device history record (DHR) review: the lot 5417707 was manufactured according to the work instruction (wi) version 102 manufactured in the line inset 3, on 21/feb/2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Trending: a query was run in database on 13/may/2025 against malfunction code no malfunction based on complaint information, harm code untreated diabetic ketoacidosis which the patient is unable to self-manage requiring intervention by an hcp or requires emergency advanced life support to prevent permanent organ damage (elevated blood glucose level and symptoms e.g., moderate to large ketones, nausea, vomiting, abdominal pain, confusion) and lot 5417707 with other no complaints have been registered in database for the same lot number, harm code and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no other complaint received on the lot in question, harm code and malfunction code, no further actions are required. This complaint will not require further root cause investigation or CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.